Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Vyaire medical representative reported device was giving occlusion alarm during ventilation on the avea ventilator. Vyaire representative reported that the patient was transferred to another ventilator. Vyaire representative confirmed that there was no patient harm associated with the reported event.